Event description:
The patient underwent onyx embolization treatment on an unspecified date. During the procedure and post onyx injection, it was reported the ultraflow catheter became entrapped in the patient. The catheter was cut and segment of the catheter was left inside the patient. No additional information was available no patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00421.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).